Event description:
It was reported that the patient had multiple falls. X-rays indicated both the patient's drg leads had migrated. As a result, surgical intervention took place on (B)(6) 2024 wherein the migrated leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.